Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
It has been noted that the patient was a male patient and not a female patient as previously reported.

Manufacturer narrative:
Additional information has been provided. (B)(4).

Event description:
The patient was previously reported as being hospitalized. This was incorrect information as patient hospitalized referred to the entrance date of planned cataract surgery.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was not able to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on august 17, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on september 14, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a female patient experienced macular edema in the right eye following a cataract extraction with intraocular lens implant procedure. The intraocular lens was implanted in the capsule bag and surgery was completed without incident. There was no difficulty in this case, the surgery was completed. The patient was hospitalized. The patient was treated with a nonsteroidal anti-inflammatory eye drops and a diuretic. The patient's current condition is a macular thickening without edema. This report is being filed for the eleventh patient right eye from this facility.